Event description:
The customer complained that when the bed exit was activated with no one in the bed, the alarm would not sound.

Manufacturer narrative:
The technician replaced the tape switched which resolved the issue. The bed operated within specification.